Event description:
As related by the parent, the patient complained of carsickness following a one hour drive in 2002. Over the next 24 hours, the patient experienced 20+ episodes of vomiting, diarrhea. Pt was seen in the ER 3/2002. ER vital signs: temp=102.6, pulse=147, resp=20, bp=85-90 systolic, 40-50 diastolic. On physical pt was found to be dehydrated with pharyngeal edema, rectal bleeding, frontal headache and generalized muscle aches. After receiving tylenol for fever, developed itchy body rash for which pt received benadryl. During the physical the patient stated they were menstruating and using a tampon which was removed. Vaginal cultures grew staph and strep. The patient was rehydrated with several liters of nss with nafcillin 2gm and clindamycin 450 mg ivpb. Despite benadryl, the rash persisted the entire time in ER. Tentative diagnosis: tss.